Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair recurrent right inguinal hernia with incarceration." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an incarcerated right inguinal hernia. A bard/davol perfix plug, lot number huzc1628 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair recurrent right inguinal hernia with incarceration. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient "underwent an additional surgery to repair recurrent right inguinal hernia with incarceration." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 4 months post implant of perfix plug, patient was diagnosed with adhesions, bowel obstruction, hematoma, scar tissue and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hematoma as possible complications. Updated fields: a2, a4, b4, b5, b7, d6b, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an incarcerated right inguinal hernia. A bard/davol perfix plug, lot number huzc1628 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair recurrent right inguinal hernia with incarceration. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was identified to be protruding at the external ring, scarred and attached along the cord structures. The hernia sac was reduced and a perfix plug was placed into the defect, anchored to the pubic tubercle.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated right inguinal hernia and small bowel obstruction thereby underwent open repair with the explant of perfix plug. Per operative notes, ¿a loop of small intestine found to be incarcerated within the recurrent indirect hernia, noted to the superolateral edge of the plug mesh. The bowel was partially adhesed within the hernia sac, freed completely and reduced the hernia sac. There was an area of ecchymosis and hematoma. Theperitoneum and scar tissue overlying the plug material carefully peeled away with small residual mesh left and edges of the patch was dissected. Then, a synthetic (prolite) mesh was placed towards the external ring, tacked in place to pubic tubercle and sutured to the inguinal ligament.¿ attorney alleges that the patient had bowel obstruction, pain, hernia recurrence, mesh removal and emotional injuries.